Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected with 4 syringes of juvéderm voluma® xc in the temples, preauricular, and jaw area. A derma sculpt (cannula) was used. Hcp reported reported the patient developed hives from head to toe and non-device related swollen joints in the hands, elbows and shoulders. 6 days after injection, the patient experienced ¿an entire body covered in hives." The following day, the patient went to an emergency room (ER). The patient experienced ¿allergic reaction¿ related to the dermal fillers according to the emergency room and was prescribed prednisone. By 6 days later, patient completed the steroid course and the hives had resolved. 6 days after ER visit, patient had follow-up visit with hcp reporting non-device related joint achiness, malaise, and feeling generally poor. There was localized tenderness at the voluma injection sites, but no other signs of inflammation such as nodularity, redness, or swelling. Hcp prescibed antibiotic.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
A healthcare professional (hcp) reported that a patient was injected with 4 syringes of juvéderm voluma® xc in the temples, preauricular, and jaw area. A derma sculpt (cannula) was used. Hcp reported reported the patient developed hives from head to toe and non-device related swollen joints in the hands, elbows and shoulders. 6 days after injection, the patient experienced ¿an entire body covered in hives." The following day, the patient went to an emergency room (ER). The patient experienced ¿allergic reaction¿ related to the dermal fillers according to the emergency room and was prescribed prednisone. By 6 days later, patient completed the steroid course and the hives had resolved. 6 days after ER visit, patient had follow-up visit with hcp reporting non-device related joint achiness, malaise, and feeling generally poor. There was localized tenderness at the voluma injection sites, but no other signs of inflammation such as nodularity, redness, or swelling. Hcp prescibed antibiotic.